Event description:
Device report from synthes reports an event in japan as follows: on (B)(6) 2022 the patient underwent a primary plif procedure. The procedure was completed without surgical delay. The following were postoperatively confirmed: the patient had fever, and the temperature did not return to normal. Some pus was discharged. After they continued medical follow-ups, they finally came to a conclusion to remove the implant in question. The removal procedure was completed on (B)(6) 2022, and the patient is under stable condition. They did not figure out what caused the events. No further information is available. This report is for one (1) 5.5 exp verse fen scr 7.0x40. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: additional product codes: nkb and kwq. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.